Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels (716 mg/dl) and dka. The customer was treated with insulin drip and saline. The customer spent 4 days in the hosp. The customer believed it was bad insulin or site that caused the high blood glucose.